Event description:
The device was used during an unspecified procedure. Reportedly, the instrument broke and a component disengaged into the pt's cavity. The surgeon was able to retrieve 1 piece of the component and 1 piece remained unseen on x-ray. The hosp has reported no pt injury occurred.